Event description:
The customer reported that the sound is not working on the vs4 monitor. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.